Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had a blood glucose (bg) level of (259 mg/dl) the customer took a bolus to stabilize bg level. The customer stated the suspected cause is possibly due to recently changing infusion set site. However, the customer declined to troubleshoot with tandem technical support.